Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI): (B)(4). Approximate age of device ¿ 6 months. System controller, (B)(4), was returned for investigation. The reported event of red heart alarms and pump stoppages was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller and contained approximately 26 days of events, recorded from (B)(6) 2017. The information captured on (B)(6) 2017 10:16 am revealed that the system controller was connected to 14v li-ion batteries. Approximately 14 hours later, at 12:32 am, on (B)(6) 2017, a low battery advisory alarm was recorded associated with the battery, connected to the controller¿s black power cable, being discharged. The controller¿s black power cable was disconnected from the discharged battery at 12:33 am and connected to a power module with the white power cable remaining connected to a 14v li-ion battery. At the time when the black power cable was connected to a power module there were various alarms recorded including low speed hazard, low flow hazard and driveline disconnect. The recorded speed decreased to 0 rpm. During the entries following (until 12:59 am), the speed recorded was between 0 and 9600 rpm and some elevated power levels (8.2-10.8 watts) were present. The data also revealed that the controller¿s white power cable was connected to a power module. Per the log file the lvad system was operating at 9600 rpm at 01:13 am, powered by a power module. Five minutes later, at 01:18 am, the speed decreased to 0 rpm and remained at 0 rpm until 01:19 am. The subsequent log file entries, from 01:35 until 01:37 am revealed that the driveline was disconnected followed by both power cables being disconnected. The last five entries within the log file on (B)(6) 2017 at 08:42 and the information revealed that only the controller¿s white power cable was connected to a power module, the pump was briefly connected and then disconnected. The evaluation of the system controller¿s driveline locking mechanism did not reveal any problems. System controller (B)(4) was connected to a heartmate ii test pump. The system initiated operation at 9600 rpm with no active alarms. All system parameters were displayed on the system monitor screen as expected and cables were manipulated with no effect. The system controller¿s white and black power cables were independently disconnected and the lvad system functioned as intended supported solely by either cable. The system controller self-test was performed and the controller passed; all audio and visual signals were verified. Both power cables were disconnected and the system continued to operate supported by the internal emergency backup battery. All expected alarm conditions were active, including the ¿no external power¿ alarm. The black and white power cables were reconnected and all alarms cleared. A full functional test was performed and the system controller passed all test steps. The system controller operated overnight while connected to a mock circulatory loop with no adverse events or alarms noted. In conclusion, the atypical events recorded in the log file were not reproduced during the analysis of the returned system controller and the investigation was not able to identify a correlation between the events and the controller. The evaluation of the controller¿s driveline locking mechanism did not reveal any problems. A full functional test was performed and the system controller passed all test steps. A review of the device history records revealed that the device met applicable specifications. The reported event was confirmed through the review of the log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lvad system produced a red heart alarm with pump stoppage. The patient reported that the driveline locking mechanism on the system controller was open. The patient reported that the driveline was engaged; however, when the patient attempted to close the locking mechanism, pump stoppages occurred. When the patient pushed the driveline into the system controller, the green pump running symbol was not illuminated for approximately 1-2 seconds. The patient was instructed by the lvad clinician to change the system controller. The patient was asymptomatic. The lvad clinician reported that it is suspected that the patient took a pain medication, and fell asleep with the lvad connected to external battery power. The patient awoke to low voltage advisory alarms. When attempting to place the lvad system on ac power, the patient inadvertently disconnected the driveline. The patient was unable to properly engage the driveline, and called the lvad clinicians. It was also reported that the patient had unsuccessfully attempted to change the system controller prior to this event. This attempt had been previously unreported to the manufacturer.